Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was reviewed and it was noted that the atrial tachycardia (at)/atrial fibrillation (af) therapies were disabled because the right atrial (ra) lead position check failed. Follow-up information from the clinic indicates the thresholds and sensing are fine and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.